Manufacturer narrative:
(B)(4).

Event description:
The clinic reported that their wavescan wavefront system appeared to have created unusual treatment plan for hyperopia scans. Doctor noticed that the treatment time and total pulses of the planned treatment at the laser looked abnormal for the pt's right eye. The doctor decided to not treat this pt.